Event description:
Independent repair center: alleged key failure defective shutting down. Alarming or red light. As stated on the repair statement: alleged key failure manifold/valve defective, shutting down.